Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing, and the device to be in good condition. The event history log was unavailable to review. Functional testing was able to duplicate the reported problem. The root cause was not established. The mainboard was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device exhibited error: 41786 mainboard¿. There was no patient involvement.